Event description:
It has been reported that the bd vacutainer® 9nc 0.129m plus blood collection tube has been found experiencing underfill during use. No patient impact was reported. The following has been provided by the initial reporter: regarding tube fill height (for citrate tubes). Becton dickinson has a line marked on the tubes indicating 90% fill. This is the minimum required fill for the samples to be accepted for testing. Internal investigation suggest a problem with the citrate tube manufacturer (becton dickinson) in that the minimum fill indicator on the tubes is inaccurate and often overestimates fill slightly. While this is not enough to be noticeable by visual inspection, it is enough to result in sample rejection with the very precise, calibrated, tube fill height measurement function on our coagulation analyzers. We have seen this problem over many different lot # of tubes. The problem is more pronounced when the tubes are closer to their expiry date.¿the variability of the vacuum over time is also a problem. We get very few tubes that have filled to the 100% mark.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention samples by functional testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® 9nc 0.129m plus blood collection tube has been found experiencing underfill during use. No patient impact was reported. The following has been provided by the initial reporter: regarding tube fill height (for citrate tubes). Becton dickinson has a line marked on the tubes indicating 90% fill. This is the minimum required fill for the samples to be accepted for testing. Internal investigation suggest a problem with the citrate tube manufacturer (becton dickinson) in that the minimum fill indicator on the tubes is inaccurate and often overestimates fill slightly. While this is not enough to be noticeable by visual inspection, it is enough to result in sample rejection with the very precise, calibrated, tube fill height measurement function on our coagulation analyzers. We have seen this problem over many different lot # of tubes. The problem is more pronounced when the tubes are closer to their expiry date.¿the variability of the vacuum over time is also a problem. We get very few tubes that have filled to the 100% mark.